Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the suction pump was set to "continuous mode" and operated. During pump operation it behaved like "pulse mode" repeatedly. As a result, an alternate device was employed. The issue was not duplicated with other replacement roller pump. The surgical procedure was completed successfully. There were no delays, no blood loss, or no adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.